Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted the welded pin of the hinge component on the anchored lever bracket was bent away from the anchored lever bracket. No sulu was received. Functional testing was precluded due to the observed condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur from rough handling of the product. When the instrument is closed without engaging the anchor bracket posts, a large gap is observed between the cartridge and anvil. Applying external pressure at the fork areas of the instrument to force it together to close causes the separation of the anchor bracket at the posts, similar to the condition of the instrument received. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time.

Event description:
According to the reporter, during a segmentectomy, while being applied on the pulmonary tissue, the stapler did not fire however, the black pusher thumb piece could be moved. There was also too much tissue in the jaw. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmentectomy, while being applied on the pulmonary tissue, the stapler did not fire however, the black pusher thumb piece could be moved. There was also too much tissue in the jaw. There was no patient injury.